Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during the initial visual inspection of this device, the downstream occlusion (dso) seal was found to be delaminated and starting to peel away from the sensor. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was identified that the downstream occlusion(dso) seal was damaged. The dso seal was replaced.